Event description:
Per the clinic, the patient experienced necrosis of skin flap tissue, resulting in the decision to explant the device. The device was explanted (B)(6). It is unknown if there are plans to implant the patient with a new device as of the date of this report, march 12th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6) 2012.